Event description:
The pt stopped feeling stimulation sensation when she switched to program b. The night time settings were not working. The loss of effect started the day before the report to the MFR. On/off options were discussed with the pt. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.